Event description:
The customer reported a bloody leak of approximately 1 ml on the top of the control vials following two to three aspirations of the controls involving the coulter ac*t diff 2 analyzer. The customer observed the leak on the exterior of the control vials and reported that the controls had generated low rbc (red blood cell) and wbc (white blood cell) results. The operator was wearing personal protective equipment consisting of eyewear and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated as no patient samples were affected and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a bent sample probe. The fse replaced the probe and verified repair per established procedures. Failure mode of the leak is attributed to a bent sample probe. (B)(4).